Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for one (1) year and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 27mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for one (1) year and five (5) months, was explanted due to enterococcus endocarditis, vegetations, dehiscence, severe transvalvular and paravalvular regurgitation. The explanted device was replaced with a 3300tfx 27mm bioprosthetic valve. Per the medical records, the patient was presented with altered mental status and acute on chronic heart failure and was found with endocarditis. The patient underwent a redo avr. The valve was removed and replaced with a 27mm 3300tfx. Tee showed normal biventricular function. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #20, the patient was discharged in stable condition.

Manufacturer narrative:
Updated sections: b5, b7, and h6 (component codes, health effect - clinical code, device code(s), and type of investigation). The device will not be retrieved due to endocarditis. H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.